Event description:
The user facility reported that in preparation of an impella placement, an alarm occurred during the automated impella controller (aic) self-check. The aic was turned off and on twice. However, the controller failure alarm occurred. The aic was replaced. There was no patient harm reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. The console was booted up on march 17, 2025. Immediately after boot-up, the log recorded abnormal optical parameters: light: 0.60v, snr: 2.5. The console then displayed ¿controller error (defective optical sensor lamp) ¿ alarm,¿ event # (B)(6). This symptom was likely misreported as ¿alarm occurred during aic self-check.¿ the console was shut down and restarted two more times. Each time, the console displayed event # (B)(6). This aligns with the claim that ¿the aic was turned off and on twice,¿ but the ¿controller error¿ was misreported as ¿controller failure.¿ the console was tested after arriving at fs, but the ¿controller error¿ could not be reproduced. The bulb power was 4.42 w, and the 5s parameters were within specifications. The voltage on the pbm at connector j3 was 4.9v, while the average voltage on the optical bench connector p4 was 4.8v as intended. The root cause of the controller error could not be determined due to the inability to reproduce it. It could be due to either lamp malfunction or optical bench malfunction.